Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connector was broken off. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been received into service.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connector and it was additionally noted that the battery contacts were contaminated, the device was sticky and there were several parts missing on the back of the device. The device was inspected and the battery contacts were cleaned, the main board was calibrated and all mentioned parts were replaced. The device passed all final tests on its automated test console with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.